Event description:
It was reported that the user of this intra-aortic balloon met some difficulty during its insertion. After it was placed and therapy began, they noticed that the iab was not inflating. It was removed and replaced with another MFR's iab (which was all they had on their shelf). There were no pt complications. The user noted that the iab tip was bent in half when the iab was removed from the pt. It appeared to have either been broken or detached from the central lumen.